Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported noise occurred due to liquid immersion inside the scope connector. In regards to the crystallization, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a noisy image and crystallization on the insertion tube. There were no reports of patient involvement.